Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient successfully activated a new pod and did multiple correction boluses but did not work to lower blood glucose levels.

Manufacturer narrative:
A tear in the exposed portion of the cannula diverted fluid from the fluid path. It is unknown how or when this damage occurred, or if it contributed to the reported event. No timeouts or drive stalls were seen in the download data. No other damages or defects were observed.